Event description:
A pt reported blood glucose results of "141 mg/dl, 101 mg/dl, and 88 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and control solution were replaced.